Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the activator for the reveal loop recorder would not come on. New batteries were tried, but this did not resolve the issue. A replacement activator was ordered. No patient complications have been reported as a result of this event.